Event description:
It was reported that the patient presented to the clinic with no left ventricular (lv) capture tip to rv (right ventricular) coil. It was then further reported that the patient complained of a sticking feeling. A chest x-ray confirmed that the lv lead had dislodged and with the dislodgement there was intermittent capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.